Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was freezing on startup and stuck at zero. Review of the log file showed the network switch was malfunctioning. Upon functional testing the fse identified issue occurred with np power supply in r cabinet and system was not communicating with flexvision. To resolve this issue the fse replaced the power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was freezing on start up and stuck at zero. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc, hard disk, and dcps. The fse replaced the hard disks and dcps and returned the system to use in good working order. Philips has continue to investigation of the complaint.